Manufacturer narrative:
Submit date: 08/22/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit's gearbox allowed the rotor to rotate in both directions.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the reported condition of ¿service technicians finding of the gearbox allowed the rotor to rotate in both directions during triage¿. The issue was confirmed indicating worn out clutches. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.